Manufacturer narrative:
Conclusion: gave customer estimate for repairs needed.

Event description:
It was reported via repair work order that there was a loss of visual brake indicator as the brake switch was out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.